Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was not able to pee again, it would not come out, and the patient was so miserable; it was noted to have been probably a month. Stimulation was on at 2.2v; the patient increased stimulation to 3.3v, felt stimulation in the bicycle seat area, and started to feel like they needed to use the bathroom. It was noted the patient fell about a week ago on their back, but they started having the problems before the fall; the patient¿s back was hurting and they had a bad back that was unrelated to the device/therapy. The patient was advised to monitor their symptoms and follow-up with their doctor if the symptoms were not resolved. No further complications were reported/anticipated.